Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was noticed during the case. The physician was almost finished isolating the veins when they noticed the patient's blood pressure was low. The pericardial effusion was discovered on the x-ray machine and echo. The medical intervention included pericardiocentesis, about 520 ccs of fluid was removed. The patient was in stable condition. Additional information was received. Patient fully recovered. Physician believed there was a perforation in the left atrium. The procedural act was >350. Two transseptal punctures had been performed for the procedure. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-jan-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).